Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the insufflation luer-lock connector on the universal seal broke during the procedure causing a loss of insufflation. The broken connector needed to be physically removed from the luer-lock of the insufflation tubing. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the loss of insufflation was very rapid. The entire leur lock broke off and there were no fragments that fell into the patient. The customer replaced the seal. There was no harm or injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and was found to have the seal broken at the luer fitting. The broken piece was returned with the instrument. The complaint was confirmed by failure analysis.